Event description:
It was reported that a lcs15 was used during a laparoscopic nissen. It was reported by the affiliate that the tissue pad and blade would not line up during assembly. Another lcs was used to complete the case. There was no consequence to the pt.